Event description:
During evaluation of a returned homechoice device, a high drain error 109 (night drain #9) alarm was identified in the log. The alarm occurred on (B)(6) 2013 at 08:52:48. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The high drain 109 (night drain #9) event was verified through an event history log review. The cause was undetermined as not enough evidence was available to make a determination. All returned homechoice devices receive a returned instrument testing evaluation (rite).  This evaluation includes functional and electrical testing on the device. Should additional relevant information become available, a follow-up MDR will be submitted.